Event description:
A caller reported a malfunction on the pump, identified by the malfunction code malf 12, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information for resetting the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump. The caller was advised to contact support again if the malfunction code appeared in the future, and they understood the instructions.